Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The reporter stated one of the legs is not touching the ground. The reporter states when he was raising her one of the legs came off the ground. While he was trying lift her with the lift she was in a crooked position in the lift, he put her back down and tried to readjust the sling to see if that was causing leg to be crooked. The reporter stated he called 911 to have them come put his wife into the bed.